Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer's stylus and cursor did not align on the display screen. It was also indicated that a keyboard hinge was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's touch pen was not working on the top left of the screen after an on-screen calibration. The programmer was returned for service. There was no patient involvement.